Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging too frequently. She has to recharge the implantable neurostimulator about every two weeks since approximately (B)(6) of 2016. Previously, she charged about once per month. The patient is currently on low settings: left leg 0.5 volts, right leg 0.9 volts. If she doesn¿t charge every other week, her right leg starts as though stimulation is not on. It was noted that there was a return of leg pain when the implant would get low (to about 25% charged). This had also been occurring since (B)(6) of 2016. The front of the foot and tog/big toe being squeezed and crushed. This was the pain that the patient was originally implanted for. The patient charged their implantable neurostimulator to 100% full. The patient had not recently been reprogrammed or switched to a new group. Prior to (B)(6) of 2016, the patient was about 50% charged when she would recharge monthly to 100% charged. Now the patient¿s implantable neurostimulator is at about 25% charged when recharging every other week and she charges to 100%. The patient was seeking a new health care provider.

Event description:
Additional information from the patient indicated that they asked for a list of doctors in their area, but instead they got new ID cards. The patient stated they need to see a manufacturing representative, but their doctor¿s office is (B)(6) miles away, and is not practical. The patient¿s issues have not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.